Event description:
It was reported that the device was broken at the delivery shaft. The greater than 50% stenosed target lesion was located in the tortuous and calcified proximal left anterior descending artery. A 6mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was bent/kinked/broken at delivery shaft. The kinked was noted once monorail ends. The issues were noticed upon retrieval after not being able to cross lesion. The device was removed intact from the patient's body. No patient complications were reported.